Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the first spyscope ds ii was lost approximately 20 minutes into the procedure. A second spyscope ds ii was used; however, the image was also lost approximately 30 minutes into the procedure. An electrohydraulic lithotripsy (ehl) probe was fired when the image was lost for both spyscope ds ii devices. There were no reported issues with the accessory device. Both scopes were unplugged and plugged back into the controller; however, the issue was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.